Event description:
The dealer alleges the customer was driving the unit when the caster wheel came apart, resulting in a fall from the powerchair. The customer reported shoulder and neck pain; he was treated by the family doctor, and sent for tests.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.